Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear in balloon, approx 6 mm from balloon proximal tip. The review of the lhr (lot f1323503) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) year old female pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the superficial femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during pull back, after the sheath was removed, the balloon lost pressure at the arteriotomy. The tech immediately converted the pt to manual compression. After 20 minutes of manual compression, hemostasis was achieved with no add'l complications. The pt was ambulated and discharged to home the same day with no clinical sequela noted.